Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, constant air in line alarms, which were not reproduced due to eval not being made aware of this allegation at the time of the device eval. During eval of the same device for a reload set alarm, it was found that the ultrasonic sensor had low fluid numbers. Low fluid numbers can make the device more sensitive to air-in-line alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.